Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to scar tissue around the pump, believed to be due to an unusual reaction of the component in the scrotum. A surgical procedure was performed to remove the ipp and implant a malleable device. There were no further patient complications reported.